Manufacturer narrative:
Concomitant medical product: w3dr01 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per the medical doctor that an apparent rise in thresholds was noted on the right ventricular (rv) lead. The rv lead was inactivated and remains in use. No patient complications have been reported as a result of this event.